Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 21, 2007, the pt's niece contacted lifescan on behalf of the lay user/pt alleging "0 mg/dl" meter readings on the pt's one touch basic meter. The customer care advocate (cca) verified the meter was correctly set to "mg/dl"; however, the pt was unable to report if an approved sample was used and if the correct testing/cleaning techniques were used at the time of the tests. The pt's niece did not have the test strips with her, so she was unable to confirm the test strip condition. The pt reportedly obtained a "0 mg/dl" on his meter around 12:45 am one day earlier. According to the pt's niece, the pt was not exhibiting any symptoms of low blood glucose; however, she indicated that he was asking for candy and vomiting. She had him drink orange juice and had him retest on his meter at an unk time; his meter read "217 mg/dl." Because he was vomiting, the pt's niece contacted the emergency service (ems) for assistance. The pt ended up at the ER and was still currently at the hosp, when the pt's niece contacted lifescan. The pt's niece did not report if the pt's blood glucose was tested on any other health care professional device. She also did not report what type of treatment the pt rec'd from the ems and ER. The pt's niece also stated that, the pt obtained another "0 mg/dl" on his meter at the hosp the next morning. It would be helpful to know the following: the pt's testing frequency, diabetes regimen, and current health conditions. It would also be helpful to know the pt's meter readings and medications prior to getting the "0 mg/dl" meter readings, if the orange juice improved or worsened his symptoms, if the pt's blood glucose results was tested on the ems and/or ER's devices and what type of treatment he rec'd. Based on the provided info, this complaint is being reported due to the following conclusion: the reporter alleged the pt obtained a low blood glucose result, then treated himself with orange juice, and later had symptoms that could be associated with hyperglycemia after receiving a blood glucose result of 217 mg/dl. The meter, test strips, and control solution were replaced.